Event description:
The user facility reported a 60-year old female patient with a high risk of percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During the implantation, there was an issue with the sheath. The doctor had struggled with the sheath and opted for a smaller sheath. The doctor had some friction advancing but was successful in placing the sheath alongside the impella catheter. After the implant, there was excessive oozing. A third femoral suture and a collagen plug were successfully applied. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state: assess access site for bleeding and hematoma. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
The investigation for the reported access site bleed and the delivery issues has been completed. Product was not returned for investigation. As per the clinical, md initially struggled with advancing the recommended terumo destination 7fr x 45cm sheath and opted for a shorter 7fr x 25cm sheath, ultimately succeeding in placing it alongside the impella catheter. 14fr x 13cm abiomed peel away was used during procedure. The cause of the single access issue was most likely use related, based on given clinical details. Bleeding at the access site was reported after explanation, and it was resolved with perclose and manual pressure. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use referenced in the initial report is from IFU for impella cp with smart assist system sections: general patient care considerations, entering cardiac output, and potential adverse events (united states), which now includes "cardiac or vascular injury (including ventricular perforation.¿ d4-updated model number added- d6a/d6b.